Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the evaluation, the generator was not providing radiofrequency output. It was reported that the grounding pads and snare were replaced, but the generator was still unable to produce radiofrequency output. The procedure was completed using another generator. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the unit in good condition. All the knobs and switches functioned properly. An electrical test was performed, and no problems were found. The complaint that the console was unable to deliver rf power could not be confirmed ; the unit passed the endostat iii return evaluation procedure and was within specifications. All connections inside the unit were checked and wires were manipulated while power was activated in both the bipolar and monopolar modes and no problems could be found. The unit passed all final testing. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing . A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the evaluation, the generator was not providing radiofrequency output. It was reported that the grounding pads and snare were replaced, but the generator was still unable to produce radiofrequency output. The procedure was completed using another generator. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure.